Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and the initial malfunction was not able to be duplicated.

Manufacturer narrative:
(B)(4).

Event description:
Report received of ventilator with a screen block. The ventilator was not on a patient at the time of the event. The evaluation and repair of the device is yet to be completed.